Manufacturer narrative:
The oad was received at csi for analysis. The device was returned with the guide wire engaged and stuck, confirming the report that the oad became stuck on the guide wire. The wire was removed with resistance. A visual analysis revealed adhered biological material on the driveshaft filars and on the engaged guide wire section that was located under the driveshaft tip bushing area. Examination did not reveal any damage that would have contributed to the accumulation. The morphology and exact root cause of the accumulation is unknown. When tested the device functioned as intended. The report of "slow/no flow" could not be confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Results code: 4247 - suggested code is biological material present on device conclusion code: 4316 - suggested code is cause traced to procedure. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4). Csi ID: (B)(4).

Event description:
The stealth peripheral orbital atherectomy device (oad) was operated for multiple treatment passes in the distal and proximal anterior tibial artery (at). When the oad was removed, it was noted to be stuck on the guide wire. The oad and wire were removed from the patient and the lesion was re-wired and balloon angioplasty was performed. Slow flow was then noted in the at and was resolved with balloon angioplasty and nitroglycerin. The patient was well at the conclusion of the procedure. The physician did not provide an opinion as to the cause of the slow flow.